Manufacturer narrative:
Follow-up #1; date of submission: 08/11/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: the audio bolus button cover was missing. Unrelated to this complaint, the battery compartment was found to be cracked. Also unrelated to this complaint, the display screen was observed to be dim and discolored. A cartridge and battery cap were not returned with the pump; a test battery cap was used during all steps of the evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the distributor contacted animas, alleging a button keypad issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.